Event description:
It was reported that the ilet pump displayed repeated restart alerts followed by alert 38 indicating a stalled motor and an ¿unable to proceed¿ message, with the user later disclosing assembly errors such as attaching the adapter to the cartridge outside the pump and not locking the cartridge or properly filling the cannula; the user¿s blood glucose was 309 mg/dl with prolonged hyperglycemia and an injection was given, after which insulin was paused per guidance, and a dry run beyond 120 units proceeded without error, aligning with a mechanical jam related to the motor component. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed the motor was able to advance insulin after priming and rewinding, and the issue resolved without further intervention. It was concluded that the event was consistent with an insulin delivery interruption due to a transient motor stall or flow restriction that resolved after proper priming and supply replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.